Event description:
Advanced sos omni ti through 5f sheath -fluoro indicated tip of catheter was absent. Withdrew catheter from pt. Found tip of catheter on drapes. Opened 2 more catheters of same expiration date (2005/03) tips brittle, snapped off easily in pieces.